Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in australia. The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the glenosphere forceps fractured during a setup assembly. This did not occur within a surgical procedure, and there was no patient impact or involvement. A different instrument tray was used to complete the surgery. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event has been confirmed through the provided picture. Visual examination of the provided picture identified the ratchet teeth on the forceps has fractured. However, as the product was not returned, further analysis could not be performed. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.